Event description:
During an atherectomy of the popliteal artery, the distal portion of the nosecone of the pantheris device became detached (fully separated) when the device was being removed from the sheath from the shaft. The detached nosecone was found on the spider filter used during the case, and no part of the device was left inside the patient. No serious patient injury was reported.